Event description:
A customer reported to baxter (B)(4) a vialmate adaptor in which the connection was loose. According to the report, the vialmate would not lock. The alleged defect was observed during filling. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported eleven occurrences and returned samples for six of the occurrences. A visual inspection was performed on the six returned samples and did not reveal a non-conformance. However, it was confirmed that the six vialmates were a little soft and it was easy to unlock the vialmate. Therefore, the reported condition was confirmed in the six returned samples. The assignable root cause was attributed to human error at the customer facility or damaged notches on the base of the vialmate. As a corrective action, the operators were made aware of this occurrence and reminded to pay more attention during the handling of vialmates. Furthermore on the machine, the piston insertion was realigned to avoid any possible damage to the notch of base during assembly. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The assignable root cause could not be determined at this time.